Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved by beckman coulter inc. Led customer troubleshooting. The customer indicated that replacing the syringe plunger and performing probe cleaning resolved the issue. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2012 erroneous high microalbumin (ma) patient results were generated from a unicel dxc 800 synchron system for an unknown number of patients. Level one and level two microalbumin quality control results were also outside of specification ranges. The initial ma patient results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with this event. The utilization of a new ma reagent lot did not resolve the issue. Beckman coulter inc. Customer support advised the customer to replace the plungers and flush the cartridge chemistry sample probe with wash solution and water. Post troubleshooting repeat assessments of the involved samples generated lower results. It is unknown as to whether amended reports were issued. No specific patient information, sample collection/handling information, additional instrument analyte performance data or actual patient results were provided by the customer.